Event description:
Pt started complaining about pain immediately after primary surgery. The stem amistem h subsided. The revision surgery was performed 27 months post op.

Manufacturer narrative:
Document review: amistem h femoral stem size 7 std - ref. (B)(4) / lot 104685 (60 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. The 41 stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. From the data collected, the cause of the problem is unknown and we do not have evidences that the event is device related.